Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device have been returned and the investigation is complete.

Event description:
It is reported that at the beginning of the surgery the universal modular electric/battery double trigger handpiece stated immediately after insertion of the battery. No additional clinical information was received prior to this report.